Event description:
Hill-rom received a report from the account stating that the lift started to tip when using lift to remove patient in cardiac arrest from the vehicle while performing CPR. The lift was located in the emergency garage. There was no pt/user injury reported. This repot was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The lift was taken out of service until it is inspected by one of liko's certified technicians. It is unk if the facility preforms preventative maintenance on their lifts. The facility technician inspected the lift and could not find any product problems. The lift has been put into quarantine until a liko technician inspects the lift.